Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation.there was a relationship found between the device and the reported incident. The visual inspection under magnification of the wand shows extensive electrode wear with contamination/discoloration and scratch/scuff marks on the return electrode and spacer. All three(3) electrodes were broken/detached. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation, the returned wand was activated in saline solution using a known good controller. The device produced reduced plasma as intended on the remaining stubs of the electrodes. The suction- and saline lines were tested and performed fluently as intended. The complaint was verified and the root cause could not be determined with certainty. Possible factors which contribute to the reported event are: (1)rate of ablation (2)power settings (3)prolonged use against dense or bony surfaces (4) suction rate and (5)fluid management at the customer facility might not be able to clean out tissues by the recommended value causing a reduced performance of the devices. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, during a tonsillectomy, three metal wires from the wand broke. It is unknown if the fragments were retrieved from the patient. A back-up device was available to complete the procedure. It is unknown if there was any surgical delay as consequence of the alleged malfunction. No patient injury was stated.